Manufacturer narrative:
B5 no allegations against the ipg, was replaced electively.

Event description:
Additional information revealed that the ipg was explanted and replaced for new technology. No allegations were reported against the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention for an unknown reason. Further information is currently unavailable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.